Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed by shutting down the unit before changing scopes and cleaning contacts with alcohol. After following instructions, scope worked with no further errors. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a scope communication error code (error 216). There was no patient involvement.